Event description:
It was reported the programmer was getting a black screen even after using the programmer service diskette. It was also reported there was a system error. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the error code or the blank screen. However analysis did find hard drive corruption, as a result, the hard drive was reconfigured. It was also noted that the electrocardiogram (ECG) connection was loose.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
(B)(4).